Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as a short circuit on the link electronic module (lem) board switching off the power supply. It was also noted that the fan was noisy. The left and right keyboard hinges were broken. Damaged noted to the upper and lower handles. The company logo button was missing. The radiofrequency (rf) head's light emitting diode (led) window on the top cover was cracked. The rf head cable was worn with cores twisted but the rf head was still functional. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.